Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous, mr, 3.0x20mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found that the first proximal strut appears to have moved slightly/stretched towards the distal edge of the proximal markerband. The undamaged stent outer diameter was measured and was within the maximum crimped stent specification. A visual examination of the balloon cones was performed. The balloon fold at its proximal end appeared relaxed (not folded tightly). There was no evidence that the balloon had been subjected to any positive pressure. It is noted that balloon folds may relax over time after the balloon protector has been removed. A visual and tactile examination there were multiple hypo tube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain a visual and tactile examination found no damage to the tip. No other issues noted during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 10apr2018. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 3.00 x 20mm synergy¿ stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications nor patient injuries were reported. However, returned device analysis revealed stent damage.